Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01873.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12), indigo system separator 12 (sep12), and non-penumbra sheath. During the procedure, the physician accessed the target vessel using the sheath. An angiogram was performed, which showed a lot of clot was present. Subsequently, the physician decided to use the sep12, but the sep12 would not advance into the opened rotating hemostasis valve (rhv), and the distal end of the sep12 was inadvertently kinked. Therefore, the rhv and sep12 were removed. The procedure was completed using a new rhv and sep12 and the same cat12. There was no report of an adverse effect to the patient.